Event description:
It was reported that the patient was experiencing burning at the ipg site and high impedance on contact 8. Surgical intervention took place on (B)(6) 2024 wherein the ipg was repositioned within the pocket to address pain and burning sensation at the implant site and l4 lead was fractured during the attempt of the removal, and it was left implanted. L3 lead was not touched, and patient has effective therapy.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Correction: section d4 - the serial number should have been (B)(6).